Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedance measurements less than 200 ohms. The pacing thresholds were stable. The patient has chronic atrial fibrillation (af) and is not pacemaker dependent. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned. No adverse patient effects were reported.